Event description:
It was reported when using the bd tourniquet stretch latex free, the device experienced no label or missing label information. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: 5 units of the product have been delivered to customer without batch # and no exp. Date either.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed. As hygenic is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed. As hygenic is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tourniquet stretch latex free, the device experienced no label or missing label information. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: 5 units of the product have been delivered to customer without batch # and no exp. Date either.

Manufacturer narrative:
Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for missing batch, expiration date with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of missing batch, expiration date was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product. This complaint has been confirmed via photos provided by the customer for the indicated failure mode missing batch, expiration date.

Event description:
It was reported when using the bd tourniquet stretch latex free, the device experienced no label or missing label information. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: 5 units of the product have been delivered to customer without batch # and no exp. Date either.